Event description:
The plaintiff's attorney alleged that the patient experienced a stroke. This claim was allegedly caused by product which was administered to the patient for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.